Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: the "power supply" has been identified to be the faulty component. Correction: replaced power supply.

Event description:
The following was reported to hamilton medical ag: summary: loss of external power.

Event description:
The following was reported to hamilton medical ag: summary: loss of external power.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: the "power supply" has been identified to be the faulty component. Correction: replaced power supply. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information. Updated fields: b4, d1, d2a, d4, d8, g1, g2, g6, h2, h4, h5.